Manufacturer narrative:
The soft cannula was observed to be bent and torn. Due to the tear, fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula. The timing and cause of the damaged cannula is unknown. The adhesive pad was attached to the bottom housing of the returned device. No issues were observed with the adhesive pad or the adhesive welds. The exact cause of the failure to adhere could not be conclusively determined. The failure to adhere did not affect insulin delivery.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 33 mmol/l (594 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. Corrections were administered using the pod, but the bg levels did not decrease. The adhesive was noticed to be loose. The pod was removed, and the cannula was found to be bent. A manual insulin injection was administered to treat the hyperglycemia.